Manufacturer narrative:
The device was initially returned to zoll UK for evaluation. However, before an investigation could be conducted, the customer contacted zoll UK and advised that they had chosen to conduct their own troubleshooting using a certified engineer (not employed by zoll). As a result, the device was returned to the customer without evaluation, and logs were not retrieved from the device. At this time, zoll does not have sufficient information to complete the investigation. The claim will be closed as information not sufficient for investigation and may be reopened if the product is returned or if any additional information becomes available.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was initially returned to zoll UK for evaluation. However, before an investigation could be conducted, the customer contacted zoll UK and advised that they had chosen to conduct their own troubleshooting using a certified engineer (not employed by zoll). As a result, the device was returned to the customer without evaluation, and logs were not retrieved from the device. At this time, zoll does not have sufficient information to complete the investigation. The claim will be closed as no sample returned and may be reopened if the product is returned or if any additional information becomes available.